Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the patient expired. A percutaneous coronary intervention (pci) was performed on the 90% stenosed de novo lesion located in the distal circumflex (cx) artery with the placement of a 3.0x12mm taxus express2 stent. The 100% stenosed obtuse marginal (om) was not treated. Per the investigator, it occluded "a long time ago and was not responsible for the patient's angina." It was reported that the patient died at an outside hospital in 2009, but details and cause of death are unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.